Event description:
Over the past 6-7 yrs rptr has experienced severe colitis, constant bladder pain, fatigue, night sweats, fever (sometimes unexplained), hair loss, high white count, high t-3, rashes on chest, persistent colds, flus, and strep throat. Beginning in 1993, rptr had so much muscular pain her entire body was immobile. Most of the pain is in her arms, neck, shoulders and breasts. Rptr can no longer work or do her hobbies. She can no longer cook for her family or care for her daughter properly. She has required hospitalization. She has severe endometriosis. She currently sees her physician regularly and takes medications in order to function.